Event description:
It was reported the procedure was being performed in the operating room. During insertion, the clinician experienced an issue with the spring wire guide passing through the needle. Resistance was met and the wire became unraveled. As a result, everything was removed intact and a new catheter was placed successfully. They do not know if there was a delay in treatment, there was no patient harm, and no patient death or complications reported.

Manufacturer narrative:
(B)(4).